Event description:
On the above date, my husband's sprint fidelis medtronic lead fractured. He received in excess of 30+ massive inhumane shocks before his ICD was turned off in the ER. He has since had two surgeries - one to replace the pacemaker/ICD - of which he is dependent, and the second surgery to evacuate a hematoma under his new pacemaker/ICD. His lead that was implanted in 2006 was lead no. The device which was on the recall list. Dates of use: 2006 - 2008. Diagnosis or reason for use: atrial flutter/fibrillation with av nodal ablation.